Manufacturer narrative:
A new siderail was ordered for the facility to repair the stretcher.

Event description:
Alleged the weld at the bottom of the siderail is not complete and the siderail pulled away from the stretcher.